Manufacturer narrative:
The boston scientific senior clinical specialist stated there was no noise or impedance issues when testing through the pacing system analyzer (psa). However, a small amount of noise was noted when interfaced to the device and was worse in unipolar configuration. Normal impedance and capture was observed. The physician didn't want to implant a lead and this patient does not require a lot of pacing therapy. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that at the elective procedure to replace this patient's device, a lead safety switch (lss) was identified for this right ventricular (rv) lead. A review of the daily measurements noted most impedances were in the 400 ohm range with one measurement of 1000 ohms. No adverse patient effects were reported.